Manufacturer narrative:
H.6. Investigation: customer returned four (4) 31gx8mm, 0.5ml bd insulin syringes from a polybag from lot 9161936. Consumer reported this package was received in this condition, 3 needles and 1 damaged, and completely opened. All 4 returned syringes were examined, and the following was observed: open seal along top of polybag. Crushed plunger cap along the top seal of the polybag. 1 syringe with a broken plunger rod. A review of the device history record was completed for batch# 9161936. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Broken plunger: root cause: l2l dispatch #70426 was opened for plungers getting jammed in the screw rail. Debris was collected on the rails. Corrective action: debris was cleared from the rails. Open polybag: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Damaged plunger cap: root cause: l2l dispatch #70508 was opened for caps getting stuck in the dial. The relays had worn out. Corrective action: the relays were replaced. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿needle experienced device damage/deformation. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: consumer mailed letter and samples to bd in franklin lakes, nj. Complaint involving syringes. Did not give details as to what issue was. There is no phone number available to reach consumer, only address. Lot: 9161936. Catalog: 328290. Date of event: unknown. Sample was received from the device user by bd. The package was received with 3 needles and 1 damaged, completely opened.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿needle experienced device damage/deformation. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: consumer mailed letter and samples to bd in (B)(4). Complaint involving syringes. Did not give details as to what issue was. There is no phone number available to reach consumer, only address. Lot: 9161936, catalog: 328290, date of event: unknown. Sample was received from the device user by bd. The package was received with 3 needles and 1 damaged, completely opened.